Manufacturer narrative:
The investigation determined from the alarm trace, that abnormal cell blank alarms were issued 10 times on the analyzer and the analyzer went into stop mode. The operator restarted the analyzer without performing any corrective actions. The alarms were issued several times and the analyzer was restarted several times. The affected patient samples were initially tested during this time. A photometer check was performed in the morning and showed an abnormal trend of reducing absorbance, indicating the lamp had deteriorated. The field service engineer replaced the photometer lamp on 10-sep-2021. The investigation determined the issue was resolved by replacement of the photometer lamp.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas c513 module. The initial results were reported outside of the laboratory. The patient samples were repeated after the initial results were questioned by a medical practitioner as the results did not agree with each patient's clinical history. The customer uses the following reference ranges: < 5.7 % = non-diabetes. =5.7 to 6.2 % = prediabetes. >=6.3 = diabetes. The first sample initially resulted in an hba1c value of 6.73 %. This patient was expected to have a result indicating non-diabetes. The sample was repeated on (B)(6) 2021, resulting in a value of 5.84 %. The sample was also repeated on (B)(6) 2021, resulting in a value of 5.88 %. The second sample initially resulted in an hba1c value of 5.76 %. This patient was expected to have a result indicating diabetes. The sample was repeated on (B)(6) 2021, resulting in a value of 6.43 %. The hba1c reagent lot number was 537668. The reagent expiration date was requested, but not provided.